Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker experienced a syncopal episode while on an airplane. The pacemaker remains in service at this time. No additional adverse patient effects were reported.